Event description:
Patient was scheduled for removal of bilateral implants. During case, the right implant was found to be ruptured. These implants were originally placed in 2006 at another facility. Pathology: received fresh is a 12.5 x 12.5 x 1.5cm. Previously disrupted breast implant. The wall is smooth, tan-yellow and glistening with a 4.0 cm transmural defect. The wall displays the inscription "mentor 5725963, 325 cc."